Manufacturer narrative:
Clinical evaluation performed by (B)(6) on (B)(6) 2021: few months after primary cemented tka recurrent dislocation of the resurfacing patella is lamented by the patient. Revision will be scheduled. With the information at hand, we cannot determine the cause for recurring dislocation; it is likely to be due to the position of the components.

Manufacturer narrative:
Batch review performed on 28.05.2021: lot 2001615: (B)(4) items manufactured and released on 27-may-2020. Expiration date: 2025-05-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Patient match planning review: each step of the myknee process has been analyzed and no errors have been found. Our analysis of the myknee process of this case found no deviations from the standard procedures. Each step has been performed correctly.

Event description:
Dislocation of the resurfacing patella after primary surgery performed on (B)(6) 2020. Revision surgery has not been planned yet.